Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised she experienced leakage with the tender headset approximately a week ago. Customer had a high reading of 350 mg/dl. Customer gave herself a bolus for the high reading, and noticed the leakage. Customer attributes high readings to the leakage. Customer could not tell exact location of the leak, but states it originated from under the adhesive. Customer uses extra adhesive tape to hold the site, as she alleges that the documented leakages may be caused by humidity causing the adhesive not to stick as well. Customer does not know if a defect is present or not. No adverse event. The headset was requested for return, but cannot be returned as it was discarded.